Event description:
Prismax machine alarmed for a critical system error and showed a window stating the machine would have to be shut down. No issues with this machine prior to this point. Machine would not allow for blood return, set taken down and new machine used.